Event description:
Related manufacturer reference number: 1627487-2021-18173. Related manufacturer reference number: 1627487-2021-18175. It was reported that the patient's ipg was inoperable due to user error. As a result, the physician explanted and replaced the patient's ipg. During the procedure, it was discovered that one of the patient's leads had migrated and was fractured. The physician replaced both of the patient's leads during the procedure. It is unknown which lead had fractured so both are being reported on.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.